Event description:
Reporter indicated that the patient was experiencing an increase in seizures, and that the patient's device was registering high impedance. Information was received that the patient is to undergo surgery to replace the device, but the surgery has not yet taken place. All attempts for further information have been unsuccessful to date, therefore, the relationship between vns therapy and the increased seizures cannot be determined.

Manufacturer narrative:
Device failure suspected.